Event description:
It was reported that an unspecified sensor issue occurred. On (B)(6) 2023, it was reported by tandem customer technical support (cts) via email that the pediatric patient experienced sensor issue which resulted in an emergency room visit on (B)(6) 2023. Tandem cts was able to complete troubleshooting with the customer, but tandem cts could not confirm if the customer wanted to report issues to the dexcom team. The event occurred an undocumented number of days after the sensor had been inserted in an undocumented location. There was no documentation of patient symptoms, glycemic state, treatment, or medical intervention. Attempts by dexcom technical support and clinical customer advocacy to contact the caregiver for more information were not successful. Data was provided for investigation and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).